Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 51 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during an inpatient hospitalization, the patient presented with gastrointestinal bleeding (gi). The patient presented with a drop in their hemoglobin (hgb). The patient had a sub therapeutic inr. The patient was transfused with 1 units of packed red blood cells (prbc) and their inr was corrected. Anticoagulant at the time of event was warfarin. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was admitted to the hospital for acute anemia associated with elevated inr. The patient¿s hemoglobin (hgb) decreased from 10 g/dl to 7 g/dl. The patient was transfused with 2 units of packed red blood cells (prbc) and their hemoglobin (hgb) and hematocrit was reported to be stable. Anticoagulant at the time of event was resumed to warfarin. No gastrointestinal scopes were pursued. On (B)(6) 2018, the patient¿s inr increased to 1.9 and their hgb to 8 g/dl. The patient was deemed stable and discharged home.